Manufacturer narrative:
(B)(4).

Event description:
Additional information: at the refill visit on (B)(6), the expected reservoir volume (erv) was 7.4ml; the actual reservoir volume (arv) was 11ml. On (B)(6), the erv was 7.2; the arv was 9. On (B)(6), the erv was 26.8ml; the arv was 27ml. On (B)(6), the erv was 4.6ml; the arv was 7ml. The patient had been having uncontrolled/unrelieved pain to the low back radiating to left side buttocks, hips, and feet with a 9 out of 10 on a 10 point pain scale. The patient had no symptoms of withdrawal. Per the hcp(healthcare professional) there were no other pump issues suspected or confirmed at the time of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported the actual residual volume was greater than the expected residual volume. Per the reporter, they did not have specific volumes for the past 3 refills however, they said that the actual volume aspirated at today¿s refill was 11 ml¿s. Home health care had been reporting to hcp¿s office that the patient's pump has been slowing down more and more over the past 3 refills (patient is refilled about 1x/month). The day of the report, they performed a dye study and they did not see any issues - no kinks or breaks (successful dye study). The catheter tip was at t7. They programmed a priming bolus of the catheter volume only over 24 minutes. The hcp was considering refilling with only dilaudid at next refill. No symptoms that the reporter was aware of. The patient has myptm so the patient would use that if they had any break-through pain, however the reporter was not aware of any break-through pain. The hcp planned to monitor. The pump was used to deliver hydromorphone, bupivacaine, and dilaudid. Additional information later reported the expected volume was 6cc¿s. The patient did not experience any symptoms. The home infusion company saw more drug than the pump said they should have. The patient was reported to be doing ¿good¿.